Event description:
Country of complaint: (B)(6). Needle detached from thread. It usually happens when coming out from the skin or even after opening the pouch, when grasping the needle.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened racepack. There are no previous complaints of these code/batch. There are no units in OEM stock. Tested the needle attachment of the sample received and the result fulfills the requirements of the OEM. Review the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.